Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, haptic was torn/broken. There was no patient contact. Additional information was received, in surgeons opinion the cause of the event was possible prior to technician touching it. Also possible technician tore it while attempting to load the lens. Surgeon was unsure if it was torn prior or torn during technician handling. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
Additional information was provided in a.3.a.,d.9.,h.3.,h.6 and h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. The lens is pressed against and between two posts in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Qualified associated products were indicated. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Company lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.